Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead. The date of the event is (B)(6) 2016.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had good coverage and pain relief since implant, but over the last five days they lost coverage and were receiving abdominal stimulation. It was noted that over spring break the patient had ridden a roller coaster at an amusement park. On (B)(6) 2016 the patient was reprogrammed, but they couldn't get coverage to their right hip. They did get coverage to the left. An x-ray showed that the leads were at the same level, but seemed to have crossed over each other. The patient was considering getting a paddle lead, though no planned interventions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.